Event description:
The device was used during a low anterior resection procedure. Reportedly, the safety broke. The hospital has reported no patient injury occurred.

Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.